Manufacturer narrative:
Exact date unknown, event occurred over six months ago.

Event description:
It was reported that the patients ipg was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it kept by the medical facility.